Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that all proper steps were taken at impella cp insertion point. While advancing the catheter, the physician felt resistance in the peel away sheath. The physician believed there was a kink in the catheter and made the decision to remove and assess. The catheter showed signs of a kink. A decision was made to place a new catheter. The impella was exchanged. There was no harm to the patient.

Manufacturer narrative:
The investigation for the product damage has been completed. Product was not returned for review. The root cause of product damage that occurred during delivery was most likely due to patient condition since the patient had tortuous vessels. Added h6 impact code 4629 corrections to the initial MFR report and g1 MDR reporting contact email.